Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would shut down. The programmer passed functional testing. It was indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when moving the radiofrequency head connector, the programmer suddenly turned off. The back cover was also broken. The programmer was returned for service. There was no patient involvement.